Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal flocked copan swab. Repeat testing was not performed. Confirmation testing on (B)(6) 2021 with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.